Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, within one week it was observed that the drainage catheter broke at the hub which resulted in pain. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter facility name: (B)(6). Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.